Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported the patient saw error code 8476 on their personal therapy manager (ptm)/ pump was getting error code 8476. The patient's daughter was inquiring if it was an emergency. No symptoms were reported. The event date was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative on 2018-sep-10 indicated a motor stall was seen at initial interrogation and the patient did not recently have a magnetic resonance imaging (MRI). The pump status and/or event log reported a motor stall occurred and the motor stall was active. It was confirmed there were no electromagnetic (emi)/magnetic sources present. It was noted the rep received a call stating the patient's pump was stalled and interrogated the pump and verified the pump was stalled. It was noted that the healthcare professional (hcp) was planning on replacing the pump soon. The reported patient symptoms was withdrawal. The event date was (B)(6)2018. The patient was receiving fentanyl 25mcg/ml for a total dose of 5mcg/day, bupivacaine 15mg/ml for a total dose of 3.129mg/day, and unknown baclofen 3mcg/ml for a total dose of 0.6259mcg/day. No further complications were reported/anticipated.